Event description:
Unit passed selftest, a21 error test and displacement test. No unexpected a21 error alarms or a17 alarms noted. However, several a47alarms were found at the alarm history file. A47 alarms due to a corrupted history file. Unit received with bleeding lcd glass. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.

Manufacturer narrative:
Findings: unit passed selftest, a21 error test and displacement test. No unexpected a21 error alarms or a17 alarms noted. However, several a47alarms were found at the alarm history file. A47 alarms due to a corrupted history file. Unit received with bleeding lcd glass. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.